Event description:
It was posted that insulin was coming out from the reservoir compartment. However, the customer was not sure if the insulin leaked inside or outside the insulin pump. Attempted to troubleshoot, but the customer declined. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.